Event description:
It was reported that the patient was admitted to the hospital due to upper respiratory infection following an implant procedure. The patient was discharged and was placed on antibiotics. However, the patient called an ambulance after a few days due to being lethargic and was diagnosed with sepsis, kidney failure and pneumonia. The patient was intubated.

Event description:
It was reported that the patient was admitted to the hospital due to upper respiratory infection following an implant procedure. The patient was discharged and was placed on antibiotics. However, the patient called an ambulance after a few days due to being lethargic and was diagnosed with sepsis, kidney failure and pneumonia. The patient was intubated. Additional information was received that the patients infection was not device or procedure related. The patient had a long history of urinary tract infection and pneumonia. The patient is currently on palliative care and will be sent home.

Manufacturer narrative:
Correction to the initial MDR in blocks b2 and h6.

Event description:
It was reported that the patient was admitted to the hospital due to upper respiratory infection following an implant procedure. The patient was discharged and was placed on antibiotics. However, the patient called an ambulance after a few days due to being lethargic and was diagnosed with sepsis, kidney failure and pneumonia. The patient was intubated. Additional information was received that infection was not device or procedure related. The patient had a long history of urinary tract infection and pneumonia. Cultures were taken and results were unavailable. The patient is currently on palliative care and will be sent home.